Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an infusion finishing faster than the prescribed time. The device was programmed to deliver arsenic in the adult infusion center for one hour, but completed in 38 minutes (dose and programmed amount unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.